Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the ventricular assist device (vad) implant procedure, the patient was withdrawn from extracorporeal circulation and their femoral artery (fa) blood transmission and femoral vein (fv) blood removal cannulae were removed. Subsequently, the perfusion was performed only by the vad and protamine was administered. Afterward, the patient's blood pressure suddenly decreased from mean arterial pressure 80 mmhg to 35 mmhg which led to protamine shock. A new cannulae for blood transmission and removal were prepared, and recirculation was started again by fa-fv bypass. An echocardiogram confirmed that air was mixed in the left heart chamber and the vad had a low flow rate. The vad pump speed was reduced, and the patient was switched to cardiopulmonary bypass (cpb). Deaeration was confirmed, sufficient hemostasis was applied, and after 30 to 40 minutes, the vad perfusion was resumed. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had an air embolism during implant as well as a 24 neuropathy accompanied with convulsions and spasms. A computed tomography revealed multiple cerebral infarctions. The patient was treated with anticonvulsant medication. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information received. Updated a4, b5, b7, h6, and imf codes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that, during the implant procedure, the patient was withdrawn from extracorporeal circulation, after which the patient's blood pressure suddenly decreased, which led to protamine shock. An echocardiogram confirmed that air was mixed in the left heart chamber. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to air trapped inside the pump housing, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.